Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was found to be cracked and there was moisture within. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2019 with the following findings: during investigation, moisture damage was observed in the battery compartment. The battery compartment was cracked from the threads to the case seal along the grip pad causing a leak.. The pump was opened and moisture damage was observed to the pump internal components. No caps were returned for investigation. Unrelated to the original complaint, the display was dim and faded with a red hue.